Event description:
A medwatch was received from the pt's outpatient dialysis facility. According to info received in the medwatch, the pt pulled the venous needle out from a chest graft. Estimated blood loss was greater than 500ml and the pt went into cardiac arrest. There was no venous pressure alarm. F/u was accomplished with the facility clinical manager who confirmed these events and stated the pt received two units of blood in the hospital. The pt has returned to hemodialysis. The following is from the treatment sheets provided by the pt's treatment facility. Blood pressure pre-treatment was 182/104. The pt began hemodialysis at 10:07 am. She was alert without any complaints. There was no confirmation of vascular access location but notes indicate 2 16 gauge needles were successfully cannulated. At 10:15 clonidine was given. At approx 12-46 pm, the notes indicate the pt was found unresponsive. The venous needle was pulled out by pt. Normal saline 500ml, was given and 911 was called. CPR was started, oxygen administered and the pt was suctioned. Blood sugar was 319. The pt regained consciousness. Epoetin and doxercalciferol were given during treatment. Emergency medical technicians arrived and took the pt to the ER. Hemodialysis orders: 3k 2.5ca, 1mg, 100 dextrose bath; dialyzer. 160nre optiflux; sodium 137; bicarb machine setting 35meq/l; blood flow rate 350; dialysate flow rate 800 ml/min manual; scheduled hours 3:15; estimated dry weight (B)(6).

Manufacturer narrative:
The post market surveillance department has reviewed medical records and the clinical investigation reveals the following medical records confirmed the event of blood loss as reported in the facility medwatch; however, there were no findings in the medical record that indicated a causal relationship between the device and the event. The complainant facility was unable to provide a sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. In addition, an investigation of the device manufacturing records was conducted by the manufacturer there were no deviations or non-conformances during the manufacturing process the device history review confirmed the labeling, material, and process controls were within specifications and did not reveal a probable cause for the customer complaint, therefore, the reported complaint is not confirmed. Follow-up with the customer indicated that the venous limits were set at asymmetrical. The machine has been released back into service by the user facility.

Manufacturer narrative:
The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported event. The 2008t operators manual states the low venous pressure alarm may not occur with every disconnection or venous dislodgement. It advises to check connections periodically and to keep the access visible at all times. Improper needle placement or dislodgement can result in excessive blood loss, serious injury and death. Machine alarms may not occur in every blood loss situation. The device was evaluated by the facility biomedical tech after the event. According to f/u info received from the clinic manager, no malfunction was found. The document functional test of dialysis machine following adverse clinical event was received along with the requested medical records. It verified all systems passed including verifying that audible alarms can be clearly heard. The machine has been released back into service and has not been needed for treatment to date. The facility declined field service. A supplemental medwatch report will be submitted upon completion of the investigation.